Event description:
The biomedical engineer reported that the automated impella controller (aic) fell and broke. A loaner was sent to the customer to initiate return of this device. There was no patient harm reported.

Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the damage has been completed. The impella automated controller was returned for investigation. The returned console visual inspection found cracks and damages on multiple places. The front and rear housing were broken, part of the console enclosure was missing/ broken. The broken housing also led to deformation of the liquid crystal display (lcd) mount and 4 in1 board. On the front side of the console, the purge unit was also found broken. Additionally, the console was found with an intermittent flickering lcd screen. The root cause of the console damage was unable to be determined, but given the result of console condition, it was likely due to the drop. This report is being filed as part of a retrospective review of historical records.